Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally paired a freestyle libre 3 plus sensor to the libre app instead of the ilet app, resulting in the sensor being in use by another device and unusable with the ilet system; the user was advised to delete the libre app and obtain a new sensor, and the call was transferred to the sensor manufacturer for assistance. No adverse clinical symptoms reported and no alerts. Outcomes included absent glucose values until a new sensor could be paired and no health impact. User support included troubleshooting and education by customer support and warm transfer to the partner organization for sensor replacement guidance. Investigation of this case revealed an app-to-sensor pairing error that prevented ilet from connecting to the active sensor, consistent with known behavior when a sensor is already claimed by another device. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to the incorrect application and improper setup.